Manufacturer narrative:
Other applicable components are: product ID 977a160, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead; product ID 977a160, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep). It was reported that the patient lost significant weight and the implantable neurostimulator (ins) was causing pain. The whole system was explanted on (B)(6) 2016 and the issue was resolved at the time of the report. The patient's medical history was unknown. Follow-up is not required at this time and there is no further information related to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.